Event description:
It was reported that the patient was experiencing a burning sensation in her lower back, just below her implant. The patient slipped and fell last (B)(6), and the burning sensation started after the fall. The patient still had the pulsing sensation vaginally, but she was "zapped" on (B)(6) when crossing her legs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va02n68, implanted: (B)(6) 2012, product type: lead. (B)(4).